Manufacturer narrative:
The customer reported that the device was discarded, but the photo evaluation and DHR review was requested to the supplier. Investigation from the supplier is still ongoing. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported an airlife¿ edith 1000 hme, disposable was defective. The sample line of the circuit tubing has a "perfect" knot inside. The customer confirmed he ended up bypassing the sample line in the circuit while using a separate line for co2 due to line is placed at the middle of the tubing circuit. Furthermore, the patient had experienced a severe injury associated with the event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: the customer sent a photograph of the device for evaluation, it was seen that there is kink in sampling gas line. Device history review reveals that process is related to the reported issue, since it is not too clear how they carry out the assembly of sampling gas line in blue connector and it can cause a knot on it. As a resolution, method to carry out assembly sampling gas line will be modified.